Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. D6 - the implant date is estimated. The additional patient effects reported in the articles are captured under a separate medwatch report. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, and due to limited information available from the article (no individual information available) and the article covering multiple patients, a cause for the reported difficult or delayed positioning, cerebrovascular accident, infection, atrial fibrillation and death could not be determined. However, cerebrovascular accident, infection, atrial fibrillation and death are listed in the instructions for use (IFU) as known possible complications associated with triclip procedures. Unexpected medical intervention, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported through a research article that 298 underwent tricuspid transcatheter edge-to-edge repair (t-teer) from 2015 to 2022. Within one year of the procedure, the implanted mitraclip and triclip may have caused or contributed device delivery failure, conversion to surgery, stroke, infections, atrial fibrillation, mitral valve interventions, and patient death. Additional information is listed in the attached article, titled ¿characteristics and outcomes of patients with atrial versus ventricular secondary tricuspid regurgitation undergoing tricuspid transcatheter edge-to-edge-repair ¿ results from trivalve registry.¿